Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil on the left side was noted to be embedded deep') in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Current weight 208 lbs. Concurrent conditions included overweight, menstruation frequent, hyperplasia endometrial and uterine prolapse. Concomitant products included ethinylestradiol;norethisterone (ovcon). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp gauging pain during cycles") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced urinary tract infection ("frequent uti/ urinary tract infection"). In (B)(6) 2011, the patient experienced embedded device (seriousness criterion medically significant), migraine ("migraines/headaches"), back pain ("lower back pain"), fatigue ("fatigue") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, back pain, vaginal discharge, fatigue, pain in extremity and weight increased outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pain in extremity, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil on the left side was noted to be embedded deep') in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Current weight (B)(6). Concurrent conditions included overweight, menstruation frequent, hyperplasia endometrial and uterine prolapse. Concomitant products included ethinylestradiol;norethisterone (ovcon). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp gauging pain during cycles") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced urinary tract infection ("frequent uti/ urinary tract infection"). In (B)(6) 2011, the patient experienced embedded device (seriousness criterion medically significant), migraine ("migraines/headaches"), back pain ("lower back pain"), fatigue ("fatigue") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, back pain, vaginal discharge, fatigue, pain in extremity and weight increased outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pain in extremity, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:menorrhagia. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs+mr received- lot number were added. New events essure coil on the left side was noted to be embedded deep, abnormal bleeding (menorrhagia), urinary tract infection, migraines\headaches, dysmenorrhea (cramping), lower back pain, vaginal discharge, fatigue, weight gain, leg pain were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, medical history, lab data, treatment and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.